Event description:
The customer contact reported sparks. It was reported that prior to pt use, when the ac power cord was plugged into an ac power, sparks were noted at the back of the device. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse effects to a pt or the healthcare professional and no reported delay of critical therapy to a pt. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.